Manufacturer narrative:
Information regarding the desktop charger pli 10 no longer applies as the product was removed from system reporting. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial# (B)(4), product type: recharger; product ID: 37761, serial# (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). Below, are codes that apply to the desktop charger: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient (pt) was trying to charge the implant and the screen showed a battery and went blank. It was stated that the implantable neurostimulator recharger (insr) was not beeping. The patient confirmed that the connector pin was not loose or bent. It was stated that when the implant was put in, the surgeon did not do it right. The patient reported that they could not sit or lay down to charge and had to stand. The patient stated that they could not stand for any length of time before their back hurt so they recharged in 3 sessions and rested in between. The patient noted that it took 3 hours to charge. The patient was transferred to repair and the desktop charger was replaced. No further complications were reported.

Manufacturer narrative:
Product ID 37761 serial# (B)(4) product type recharger product ID 37761 serial# (B)(4) product type recharger patient code (B)(4) was added. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient (pt) reported their weight at the time of the event. It was also reported that the surgeon put the implant in wrong and the pt spoke with someone but did not know the last name to resolve the issues. The pt stated that the issue was not resolved and they had to stand for 3 hours to charge the battery, one hour for 3 days and it had helped. It was stated that since the pt had the stimulator, she could not charge sitting or laying down. The stimulator took one hour a day till it was charged and it took the pt a full day to recover. No further complications were reported.